Event description:
Surgeon elected to remove the cervical plate hardware to perform fusion on adjacent spine levels. There was no failure with the original implant.

Manufacturer narrative:
Device was not returned to the manufacturer, therefore no method, results or conclusions could be determined. However, it was reported that this device was not removed as a result of failure, but the surgeon elected for add'l fusion/treatment that was not performed during the original surgery.